Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that approximately fifty-seven months post port placement in the left subclavian vein, a computed tomography (CT) examination demonstrated that the catheter allegedly broke near the left collar bone and first rib without migration. It was further reported that the port body was removed, however, the distal segment of the catheter was unable to be removed by snare technique due to adhesions and remains in the patient. The patient was reportedly stable after the procedure.